Event description:
Our office in (B)(4) received a report regarding a patient who experienced glare that disabled him/her from performing their daily activities post implant of a zcb00v 16.5 diopter intraocular lens. The patient was annoyed with even a little light. The physician prescribed pilocarpine to address the issue. To date the lens remains implanted.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.